Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect device for evaluation. The unit was powered into ventilate mode and 'current patient' setting accepted. The unit operates properly while using the customer's last used settings. The transducer test was performed and all transducers passed calibration testing. The monitored and delivered volume test passed testing and the ventilator is performing to specifications. No failures were reported as the unit passed all subsequent testing and was operating to specifications.

Event description:
The customer reported while using the vela ventilator, a patient expired. The customer reported the suspect device did not fail in anyway; however they would like to have the suspect device checked completely for proper operation.